Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist determined that the r2 reagent probe arm should be replaced. The customer was instructed to replace the r2 reagent probe arm, which the customer did. A precision run was then performed on quality controls, and all resulted within range. The cause of the discordant, falsely elevated troponin results was a malfunction of the r2 reagent probe arm. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.